Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Undersensing of qrs complexes was also seen. The device was reprogrammed. The patients condition was good after the event..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.